Manufacturer narrative:
The device history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller stated that the tracheostomy tube was put in the patient on (B)(6) 2011. They discovered today (B)(6) 2011 that the tube's cuff was not holding air. The tube was pretested before it was inserted. No patient harm was noted and the tube was removed, and replaced with a new 10dct.